Event description:
It was reported that there was an issue with the incorrect time setting on the pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme levels. Technical support assisted the customer in updating the pump¿s time and advised monitoring for further discrepancies in the future. The customer understood and acknowledged the guidance provided.